Event description:
It was reported that a 63-year-old caucasian female patient underwent revision breast augmentation with 350cc mentor memorygel breast implant on both sides and bilateral breast implant ruptures were found during bilateral removal only surgery on (B)(6) 2025. The patient has consulted with the healthcare professional. Mentor is aware that the date of implant ((B)(6) 2003) is prior to the manufacturing date (10/22/2004) of lot 5563694. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).